Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family member reported via phone call that the customer got hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose in the 400 to 600 mg/dl at the time of the incident. The customer was given intravenous insulin and manual injections to treat. The caller did not mention any symptoms. It is unknown how long the customer was not using the insulin pump during the incident. The customer was not connected to the pump, but was still using the pump to determine insulin delivery. Troubleshooting was not completed as the pump was lost. The customer passed 2 years after they discontinued pump use. The insulin pump will not be returned for analysis.